Event description:
It was reported that during surgery, the string broke two times. It was further alleged that there was delay of more than 30 minutes and the surgical field had to be completely changed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.